Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified and reproduced, the #0-3 keys were found to have intermittent function while running a loaded set. The device was found out of specification in relation to the reported keypad malfunction. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad malfunction. There was no patient involvement, patient injury or medical intervention associated with this event. No additional information is available.